Event description:
It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention may occur later to address the issue. Related manufacturer reference number: 3006705815-2022-18351.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Additional information received indicates this device is no longer reportable.